Event description:
It was reported " distal end of balloon failed to inflate". Additional information states that another catheter was inserted into the same insertion site. That second catheter kinked during use. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see the associated MDR : 3010532612-2024-00577.

Manufacturer narrative:
(B)(4). The reported complaint that the "tip of the second balloon kinked" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " distal end of balloon failed to inflate". Additional information states that another catheter was inserted into the same insertion site. That second catheter kinked during use. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see the associated MDR : (B)(4).

Manufacturer narrative:
(B)(4).